Manufacturer narrative:
A cardioquip customer requested hpc testing due to discoloration in their device's tubing. The device received test results outside of cardioquip specifications. Since then, the customer has cleaned the device and received test results that were within cardioquip specifications for water quality.

Event description:
A cardioquip customer submitted hpc test results to evaluate the water quality of the device. Hpc test results came back outside of cq specifications for water quality, indicating device contamination.